Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to a biopsy procedure, the cannula allegedly self-activated. It was further reported that the procedure was completed with another needle. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: this event is determined to be unexpected where the service evaluation did not identify any manufacturing/service related issues, therefore; DHR and manufacturing reviews have not been performed as they are not required. Investigation summary: it was reported on (B)(4) for mg1522 device serial number (B)(4) that the device self-activates after half-priming. The customer primes/cocks the magnum biopsy gun to the half prime/half-red indicator. The gun self-activates. The user is not able to prime fully. Procedure completed with disposable needle. The mg1522 device was received at lavelle machine on 11/30/2018. The visual inspection identified that the components within the device are very dry, no other abnormalities were noted. The device was functionally tested and failed to meet all functional requirements as the cocking force was not within the specified test requirements. The identified dry components would not contribute to the reported self activation event as the dry components can result in difficulty to set up or prepare the device (difficult to prime). This investigation has been determined to be unconfirmed as the service evaluation could not replicate the reported event. The root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Concomitant medical products: premarket identification.

Event description:
It was reported that prior to a biopsy procedure, the driver allegedly self-activated. There was no reported patient contact.